Event description:
It was reported that the surgeon inserted an vicm 13.2 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault and lens rotation. The lens was exchanged for a larger one and this resolved the problem.

Manufacturer narrative:
(B)(4).